Event description:
The customer reported to customer service that the prongs are loose on her transformer. She also stated that there is hole near the prongs exposing the internal wires, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information of the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.